Manufacturer narrative:
A review of the device history record traceable to the reported batch number indicates that the product was processed and released according to the product¿s acceptance criteria. The customer reported some surgeons have complained that the syringe is not good. No sample was returned to verify the condition of the syringe product and to perform a root cause evaluation. There was also no specific images or evidence provided to ascertain causality and confirm this reported event. A review of the bill of material(bom) showed the syringes built into this pack were luer slip syringes. A review of the deviation history report shows this lot did have a deviation applied to the unavailable component needle to be substituted with available alternative needle. One recommendation is that the customer contact their account manager about changing the syringe type. The account manager can work with the houston sales admin team for suggestions and samples. The root cause of the customer's complaint could not be conclusively determined as a sample was not received and the condition of the product could not be verified. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. No adverse trends have been observed associated with the reported product and event. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
An other health care professional reported that tip tend to slip, did not hold the cannulas well during surgery. It was unknown whether the surgery was completed or not. The procedure type was unknown. There was no report of patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).